Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an event has occurred due to a printed circuit (g1) board failure olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high-definition lcd monitor turned off. The issue was found during preparation for use for an upper screening test procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the failure to start was due to board failure. Additionally, the screen frame was cracked, and there were stains on the screen due to the failure of the liquid crystal display panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.